Event description:
It was reported that the patient programmer displayed error code 509 and was "blocked". An attempt was made to reset the programmer without success. The programmer was replaced, but the replacement programmer showed the same error message. The patient was receiving therapy without problems, but was unable to change between the four programs established by the physician. The neurostimulator was reset. The device turned off following the reset. Once switched on, programming was saved and therapy was alright. The physician was going to continue to monitor the patient's therapy. It was noted that the first programmer was not replaced after all because resetting the neurostimulator resolved the issue.

Manufacturer narrative:
Programmer model 37642, serial# (B)(4); programmer model 37642, serial# unknown.